Event description:
The customer called to report that he was hospitalized for low blood glucose levels recently. The customer did not provide a date or a blood glucose reading. The customer stated that he may have lost the insulin pump during the process. The customer stated that he bought another one on a website, since he doesn't have insurance, and wanted to know if it had warranty. Advised the customer of the donation process. Advised that he needed to get a hold of the person he bought it from to start the process. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.